Event description:
It was reported that the pump was refilled in 2008. Over the next two days the pt reported "feeling funny". This continued to progress and on monday the pt experienced trouble talking and walking. The pt's husband found her unconscious. The pt was taken to the hospital via 911. The report indicated that the pt had no kidney function, no pulse and was very close to dying. Per the rptr "three bottles of narcan" were given that caused the pt to vomit. The pump was used to delivery morphine sulfate 30 mg/ml. Following the reported event the dose was decreased from 4.5 mg/day to 1.5 mg/day. Since that time the dose has been increased to 2.0 mg/day. The pt reported that prior to this event the pump was working great. Following the event she had a lot of pain in her right arm but still felt great. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.